Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump sustained moisture damage. It was reported that the customer was caught in the rain with the pump and got wet. It was reported that the pump will not power on and contains waster inside. The customer's blood glucose level at the time of incident was unknown. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected blank display was noted during testing. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. Moisture damage was noted on the electronic assemblies and on the motor assembly. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.